Event description:
A pt reported experiencing inaccurate erratic results with a ft meter. The pt's blood glucose result was 112.9 mmol/l. Tests were done within 10 mins with a difference of >20%, per reported issue notes. Pt did not experience any adverse events. No further info has been reported.